Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8840, serial# (B)(4), product type programmer, physician.

Event description:
The suspected serial number of the programmer was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. (B)(4).

Event description:
On 2017-apr-19, information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) regarding a patient participating in a study receiving baclofen (2000 mcg/ml at a dose of 341.2 mcg/day) via an implantable pump for an unknown indication. On (B)(6) 2017, the patient was accidentally given a bolus of 400 mcg during a pump study. At first, the patient was fine, but after 15 minutes, the patient was "very weak: mydraise, hypertension, difficult to wake. The identified clinical diagnosis was reported as baclofen overdose. The event resulted in in-patient hospitalization, prolongation of existing hospitalization, an urgent care visit and an unscheduled. Interventions were performed on (B)(6) 2017; 30 cc's of liquor was aspirated from the sideport. The event resolved without sequealae on (B)(6) 2017. The event was reported as related to the drug and was caused by a dose increase that resulted in an overdose. The event was not related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-may-15, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) update. It was reported the pump study was clarified to be a catheter access contrast dye study. Mydriases was confirmed as pupil dilation. The cause of the accidental 400 mcg bolus was due to carelessness of the hcp.

Event description:
On 2017-may-05, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) update. The additional information updated the relationship of the event to the device or therapy from "not related" to "related". Additional information also reported the pump study that occurred on (B)(6) 2017 was a catheter access contrast dye study. The cause of the event was "not due to the therapy or the device, but in this case the dose was given by carelessness of the doctor".